Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 500 mg/dl. Customer complained of nausea, stomach cramps and dry mouth. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.